Manufacturer narrative:
The referenced report of infection is covered under medwatch MFR report #2916596-2018-00273. (B)(4). Approximate age of device ¿ 1 year and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2016. It was reported that the patient expired on (B)(6) 2017 due to hemolysis secondary to infection. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Hemolysis and infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.